Event description:
The international distributor reported the ventilator does not function on ac power. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The distributor's service engineer evaluated the device and confirmed the reported complaint. The service technician replaced the power supply to address the finding. Applicable final testing was completed and tests passed to operating specifications.